Event description:
In 2008, the patient was treated with three gore tag thoracic endoprostheses for a thoracic aneurysm. The second implanted device jumped proximally and covered the innominate artery. During attempts to pull the device back into the distal arch, the device migrated further into the ascending aorta. The device, however, appeared to be well seated with constraint of the proximal part of the stent above the aortic valve. Three hours after the procedure, the patient suffered a stroke and lost use of his right arm. MRI revealed a small wedge-shaped defect in the parietal cortex. The patient suffered a cardiac arrest the next day and tee images revealed that the device had migrated to cover a coronary ostium and impede a cusp of the aortic valve, creating significant aortic regurgitation. The physician removed the gore device from the ascending aorta on cardiopulmonary bypass. The patient never regained consciousness and was eventually placed in hospice. The patient expired fourteen days later, due to hypoxic brain injury at the time of the cardiac arrest.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.